Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there was a strong resistance felt when removing the obturator. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. The reported event was confirmed. A functional test was performed and no obstruction or difficulties were detected during the test. No failure mode was observed in the received sample. A visual test was performed and it was observed all the components are assembled properly at the tube. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.